Event description:
It was reported in patient bent over, felt a pop and subsequently presented in the ER with a dislocated left hip. The ER reduced the hip, took an x-ray and discovered the liner displaced from the ucp. Pt taken back to surgery five days later and the liner was retrieved. Pt was revised.